Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp)  generated a "check iab catheter" alarm shortly after the patient was transferred to ICU from catheter lab. The iabp was replaced with another cardiosave iabp; however the issue persisted. Furthermore, inflation failure was found on the concomitant iab catheter under fluoroscopy. Therefore the iab catheter was safely removed from the patient and replaced with a new non-maquet iab catheter. The iabp therapy was continued and completed with the replacement cardiosave iabp and the non-maquet iab catheter. There were no adverse consequences to the patient noted.   This report is for the initial  cardiosave iabp. The replacement cardiosave iabp is being reported separately.

Manufacturer narrative:
A fse conducted a compressor operation check due to the catheter requiring inspection but no problems found. Later on, running test was performed for approximately 30 minutes following system functional check at the facility by fse. As there were no anomalies or malfunction found on this iabp unit, the unit was returned for clinical use.

Event description:
N/a